Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer (fse) booted the station down to desktop and tried testing keyboard and made sure that the device was not being put to sleep in power management. But the issue persisted, so the fse ran kwb rescue file and restarted station. After that all tests were passed and the customer verified the functionality of keyboard. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a keyboard malfunction. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.